Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows type iiia and iiib endoleaks are refuted, rather there was a type ia endoleak. The 19.5mm migration of the proximal extension and secondary endovascular procedure are confirmed. This is moderately consistent with the reported adverse event/incident. The clinical evaluation also shows reasonable evidence to suggest right renal artery stenosis and left renal artery occlusion occurred in the first 24 hours following the alto reline procedure. These findings were discovered during an examination of the operative notes. The most likely causation for type ia endoleak and migration of the proximal extension is user related. The neck was off label- 11mm long (should be greater than or equal to 15mm), neck diameter 16mm (should be 18-32mm) and neck to aaa angle was 62 degrees (should be less than or equal to 60 degrees). The superior stent margin of the proximal extension was placed 10.5mm below the right renal artery at index (user error). The left renal artery occlusion and right renal artery stenosis was user related (stent polymer ring placed too high). The procedure related harms identified were a left renal artery occlusion, right renal artery stenosis, acute renal failure, respiratory failure and an additional endovascular procedure (placement of a renal stent within 24hrs). The final patient status was discharged on 12/14/2021 home stable. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx with duraply. B5: describe event or problem ¿ updated. D2: common dev name (primary) ¿ updated. D4: device model #, lot #, lot expiration date, UDI # - updated. D10: concomitant medical products and therapy dates - updated. G3: awareness date ¿ updated. H4: device manufacture date - updated. H6: medical device problem codes ¿ remove code 1504. H6: investigation finding codes - remove code 3233. H6: investigation conclusion codes - remove code 11. H7: if remedial action initiated ¿ remove recall. H9: correction/removal report number ¿ remove recall number.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with implant of an afx bifurcated stent graft and an afx vela infrarenal. Approximately six and a half (6.5) years post initial procedure the patient presented emergently with abdominal pain identified as gastrointestinal. Physician elected to perform computed tomography while patient was at the hospital and identified implant movement into the aaa sac due to a reverse taper 90° angled neck with type iiia endoleak and type 3b endoleak. Additionally, the right renal had stenosis. Reintervention was completed with a full re-line using the alto stent graft system. Seal was successful. Patient responded well and is doing fine. Subsequent to the initial report, clinical assessment determined that there was evidence to reasonably suggest right renal artery stenosis and left renal artery occlusion occurred in the first 24 hours following the alto reline procedure.

Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx with duraply.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with implant of an afx bifurcated stent graft and an afx vela infrarenal. Approximately six and a half (6.5) years post initial procedure the patient presented emergently with abdominal pain identified as gastrointestinal. Physician elected to perform computed tomography while patient was at the hospital and identified implant movement into the aaa sac due to a reverse taper 90° angled neck with type iiia endoleak and type 3b endoleak. Additionally, the right renal had stenosis. Reintervention was completed with a full re-line using the alto stent graft system. Seal was successful. Patient responded well and is doing fine.